Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple auto-off alarms occurred. Customer resumed pump therapy. There was no reported adverse impact to customer's blood glucose. No additional information was provided.